Event description:
Info received indicates the day after implant; pt required cardiac massage to restore normal rhythm and tee on that day showed normal valve function. On day three, tee results indicated device blockage and re-operation was performed. During device inspection the surgeon indicated the valve could not be rotated and the evice was replaced with no additional consequence reported for the pt.